Event description:
The device was connected to the pt for a resuscitation attempt. Reportedly the device would not power up properly. Device batteries were replaced and the device was then observed to power up properly. However, shortly afterwards the device was alleged to display check electrodes. An analysis of pt ECG could not be performed as a result.

Manufacturer narrative:
An evaluation by physio-control observed proper device operation through full functional and performance testing. Physio-control provided the facility with an additional review of product operation. The device was returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.